Event description:
Customer's wife reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events leading up to the button error alarm. Customer's blood glucose level was 144 mg/dl at the time of the call.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.